Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that during maintenance testing, the device displayed errors 90005 and 90008/ paddles test failed. There was no patient involvement.